Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the abbott diabetes care (adc) device. Customer received higher sensor scan results when compared to readings obtained on competitor meter. As a result, customer experienced "trembling, sweating, palpitations", and self-treated with glucose (type/does unspecified) and "cola" before contacting emergency services (es). Upon arrival, es provided third-party treatment of glucose (type/does unspecified) and unspecified treatment for the palpitations. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed and no issues were observed on the sensor patch. Data extraction was successful. Sensor was found to be in sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with a removal of a properly applied sensor. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. Watermark was observed at the base of the sensor tail indicating sensor tail was inserted properly. The returned sensor was de-cased and visual inspection has been performed on pcba (printed circuit board assembly) and no issue were observed. The returned battery was measured and was found to be within specification. Source measurement unit and thermistor testing were performed and all results were within specification. Performed a visual inspection on the returned de-cased sensor and observed that the molex connector was detached from the pcba (printed circuit board assembly) during the de-casing process and was unable to re-soldered/repaired due to the solder pads coming away from the pcba. Unable to perform smu (source measurement unit) testing without the molex connector connected. Adc is unable to perform further testing at this time due to damage during de-casing. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the abbott diabetes care (adc) device. Customer received higher sensor scan results when compared to readings obtained on competitor meter. As a result, customer experienced "trembling, sweating, palpitations", and self-treated with glucose (type/does unspecified) and "cola" before contacting emergency services (es). Upon arrival, es provided third-party treatment of glucose (type/does unspecified) and unspecified treatment for the palpitations. There was no report of death or permanent impairment associated with this event.